Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented through remote transmission. The lead exhibited noise. The noise was not reproducible with isometrics and deep breathing. Programing changes were recommended. No further information was reported.

Event description:
New information noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 25.1 cm to 25.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.